Manufacturer narrative:
Some information was not provided and is unknown; therefore, a UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
The customer has reported that the ventilator shuts down after operating for a few seconds. There were no reports of patient involvement.